Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead dislodged. It was noted the suture sleeve of the lead was loose, which is why the lead dislodged. The ra lead was repositioned and remains in service. No additional adverse patient effects were reported.